Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates the lot 10147573 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
An eye care professional reported that a patient developed an infectious ulcer on the right eye within eleven days of contact lens wear. No information was provided regarding location of ulcer, treatment, or outcome, but the patient's condition was reported as resolved. Additional information has been requested but not yet received.